Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not close and fell out of the jaws of the device. A new device of the same product code was used to complete the case. No patient consequence.